Event description:
It was reported that the implantable cardioverter defibrillator exhibited diaphragmatic stimulation due to the device being in backup operation. Programming changes were performed. The patient was in stable condition.